Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-06536.

Manufacturer narrative:
(B)(4). Customer has indicated that this product will not be returned to zimmer biomet for investigation as it was discarded. However, an investigation has been initiated and a follow up report will be submitted upon its completion. Concomitant product(s): femoral head, p/n 00801803214, l/n 61469228. (B)(4). Report source: (B)(6). Multiple MDR reports were filed for this event. Please see associated reports: 0002648920-2017-00236, 0001822565-2017-02252. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised seven years post-implantation. During a walk, patient felt a pain in the left leg, pathological movements and leg shortening. Radiograph examination indicated a fractured stem on the level of the junction. The femoral components were removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.